Event description:
Surgery performed 10/9/92 to remove malfunctioning subcutaneous port with groshong catheter. Catheter was reported as nonfunctional for last two months. X-ray of 10/8/92 revealed fractured groshong catheter. Portion catheter fragment in superior vena cava removed 10/9/92 via transfemoral basket extraction. Mediport also removed surgically. Patient discharge 10/13/92. Note: port and catheter were implanted at another hospital.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.